Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that the physician implanted the main bifurcated stent graft through an 18 fr sheath from another manufacturer. The stent graft was implanted successfully, but the delivery system could not be removed because there was friction between the delivery system and the sheath. The physician pulled out both the delivery system and the sheath together. There was no health hazard on the patient. The physician commented that an 18 fr sheath might be tight for 18 fr endurant. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Results: removal difficulty.